Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified, a broken device, labeled as side left. Device analysis performed, through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Device has been explanted.

Event description:
Patient reported rupture and ¿silicone is noted within left axillary and left internal mammary lymph nodes¿ on the left side. Additionally, ultrasound diagnosed "small cysts are noted in the left breast", not device related. Device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: silicone migration.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture on the left side. Device remains implanted.